Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while unhooking IV fluid line from the pump module, it failed to engage the safety clamp. When the nurse disconnected the IV fluid line, the IV fluid containing chemotherapy reportedly spilled onto floor. There was patient involvement, but unknown impact.